Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that the size of air bubbles were size of a small b.b and a lot of them were about double the size of an o on a quarter. Customer stated that they tried to get the air bubbles out of it and that some air bubbles were still in it, customer went from 90 units to 70 units and lost 30 units of insulin. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.